Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported repeated weak battery alarms on the insulin pump. The customer also reported an off no power alert on the insulin pump. The customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated they did not drop or bump the insulin pump. Customer's blood glucose was unknown at the time of incident. The customer reported this was the second occurrence of an off no power alert without a low battery warning prior. The customer was advised they will be sent a replacement battery cap. The customer declined to return the insulin pump for analysis.